Event description:
It was reported that during a da vinci-assisted surgical procedure, the 6mm monopolar curved scissors instrument tip would not stay engaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: staff stated the tip was not damaged when used.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument to perform failure analysis. The instrument was analyzed and found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.64mm x 2.22mm in size. Due to the broken tube adapter, a detached fragment was observed that was not returned with the instrument.